Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap of adhesive on the distal end /stain entered inside the lens through the gap additionally, there was a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the gap between the acoustic lens and the ultrasound probe at the inspection was confirmed, however, the root cause could not be identified. Olympus will continue to monitor field performance for this device.